Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: a photo investigation was completed: the tfna nail was not returned. A photo-investigation was performed on the provided images. Upon inspecting the images provided, it is observed that instead of passing through the hole on the tfna nail, the drill and helical blade missed the hole and started chipping out the exterior of the nail, which potentially may have caused resistance. It is also observed that the helical blade does not pass through the intended location within the nail, causing the nail to not lock and migrate from its intended position. The complaint condition of the drill generating resistance and the nail not being locked into place by the helical blade can be confirmed. A device history record (DHR) review could not be performed as the lot# cannot be identified from the images provided. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. During the investigation, no product design issues, or discrepancies were observed. No manufacturing issues were noted during investigation. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is for an unk - nails: tfna/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the stepped drill for opening the helical blade generates resistance and burns the bone and blade do not block the nail. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves five (5) devices. This report is for (1) unk - nails: tfna. This report is 6 of 7 for (B)(4). Related product complaint: (B)(4).